Event description:
During a laparosocpic roux-en-y procedure, the surgeon attempted to perform an anastomosis between the small bowel and the stomach. When the instrument was fired, the stomach was not anastomosed. The procedure was converted to open and the anastomosis was completed with manual suture. The pt expired two days post-op of unknown causes. This procedure has only recently been developed and is not commonly performed. It was only the surgeon's third experience performing the procedure laparoscopically and he had never used this stapler for the anastomosis portion of the procedure prior to this. The device was discarded following the procedure.